Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 562 mg/dl. The customer was hospitalized in (B)(6) for high blood glucose but has been fine since then. Details of the hospitalization were not provided. The customer declined checking for site issues or checking for air bubbles in the reservoir compartment. The customer stated that they received a no delivery alarm during a high pressure test. The customer's insulin pump works as designed after troubleshooting. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.